Event description:
It was reported that two (2) large volume folfusors underinfused; further described as "pumps came back 20% full." The devices were filled with piperacillin/ tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from february 03, 2022 - february 04, 2022. H10: two (2) actual devices were received for evaluation. There was 32ml and 33 ml of drug fluid in the bladder of each device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.